Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Customer's blood glucose was 422 mg/dl - "high" on the continuous glucose monitor. Elevated bg was address by a correction bolus. A cartridge change was performed resolving the issue and insulin delivery was resumed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.